Event description:
This lead was implanted on (B)(6) 20 and explanted on (B)(6) 20 21 /12 due to infection. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)